Manufacturer narrative:
The unit was received with a critical error (open book error) and a broken force sensor error found in the formatted history file due to the force sensor zero offset being out of specification. No cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with a broken force sensor. No further details were provided. The insulin pump was returned for analysis.